Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. Should the device become available, a follow up report will be submitted.

Event description:
The event occurred on an unspecified date and involved a 7" (18 cm) appx 0.51 ml, pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. The customer reported that there are high rate infusions that are causing the device to pop off of the IV catheter; one came apart during a bolus infusion and infused onto bed. There was patient involvement; harm was not reported as a consequence of this event event.